Event description:
It was reported that the patient was deceased. Follow up was performed with the patient's treating vns physician at the time of the death. Information was received that the patient was found deceased on the floor. The patient had additional concurrent illnesses of hypertension, asthma, and obstructive sleep apnea. Per the physician, there is no believed relationship between the vns system and the cause of death. Per the physician, the cause of death was unknown but "probably sudep". Vns settings from the time of death were also received and the vns device was not explanted after death. No additional or relevant information has been received to date.

Event description:
Follow up with the nurse's office revealed that vns diagnostics were performed the month of the patient's passing and were within normal limits.